Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported suction loss during raster pattern and irregular cornea bed. During follow up it was reported that there was no treatment completed on that day and flap was repositioned with no difficulty. Photorefractive keratectomy was done at a later date on (B)(6) 2016 with no issues. Patient is being monitored through follow up and there is no indication there is loss of best corrected visual acuity (bcva).